Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight of the device within specification, a deformation, fold crease, and wear abrasion. Voids and bubbles in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii- IV. And patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii- IV and patient's concern with the product. The device has been explanted.